Manufacturer narrative:
This report is submitted on december 18, 2020.

Event description:
Per the clinic, the patient experienced an infection and exudate discharge at the implant site, and was treated with a topical antibiotic cream (date not reported). The implanted device remains.